Manufacturer narrative:
Device evaluated by manufacturer: the returned device consisted of the catheter hub, hypotube and collar. The distal shaft was not returned. Microscopic and tactile inspection was performed on the hypotube and collar. Inspection observed a complete separation of the distal shaft at the collar of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the collar became detached. A guidezilla¿ guide extension catheter was selected for use. During withdrawal, it was noted that the collar portion was completely separated outside the patient's body. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the collar became detached. A guidezilla guide extension catheter was selected for use. During withdrawal, it was noted that the collar portion was completely separated outside the patient's body. No patient complications were reported and the patient's status was good.